Manufacturer narrative:
It is unknown if the sample is available to be returned for manufacturer evaluation. Additional event information is in the process of being obtained and the plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a blood leak occurred at the onset of treatment. The leak was reported to be an internal dialyzer leak. No additional information is available le at this time.

Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. In the end a complaint sample is received, the complaint will be reopened and updated. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.